Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while also being instructed to contact support if the issue recurred, which the caller acknowledged and understood.